Event description:
The customer stated that she was taken to the emergency room with a blood glucose reading of 470 mg/dl. Troubleshooting revealed that the customer did not have any basal rates programmed in the insulin pump. The customer stated that this was a new insulin pump and she just transferred the settings from one insulin pump to another. Assisted the customer in setting the correct basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.